Event description:
The hcp reported the patient was having an MRI because they were ¿hurting¿ and they wanted to rule out a granuloma. Per the hcp the patient¿s medication is too concentrated of the medication plus the patient was on a high dose. The reporter had spoken to the patient¿s managing hcp about the concerns with the drug concentration but the managing hcp did not agree. The reporter also stated that he believed the patient¿s pain receptors were immune to drug effect because of the strength of the drugs though the managing hcp did not agree. The pump was used to deliver bupivacaine 10mg/ml and dilaudid 50mg/ml. Interventions and patient outcome were not reported. Further follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).